Event description:
Customer states not properly suctioning.

Manufacturer narrative:
Gbo complaint: (B)(4). Received 7rks and 122pcs 454067p/b1911338 and 38pcs 454067p/b200135k for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the samples. Complaint could not be duplicated.

Manufacturer narrative:
Gbo complaint: (B)(4). We do have further inventory of the material/batch. We have no further complaints on the material/batch. No photos were provided by the customer. We received unused samples from same lot / material for the evaluation by customer. A review of quality, production and maintenance records revealed no deviation in relation to the reported error. A device evaluation is anticipated and not yet begun. We will file supplement report upon completion of sample evaluation.

Event description:
Customer states not properly suctioning.